Event description:
The patient's spouse reported it was "defective defibrillator". Follow-up with the physician noted the device was alarming for end of life. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.